Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned implant has normal wear patterns on the articulating surface (surface a). Furthermore, the damaged observed on the c surfaces (non-articulating surface) was most likely caused during the extraction of the implant. At the current time the cause of the event cannot be determined.

Event description:
It was reported that on (B)(6) 2015 patient underwent bilateral tka procedure. Patient had a revision left tka on (B)(6) 2017 due to tibial loosening and pain. During the revision procedure the surgeon explanted the tibial tray ar-503-ttte (lot 1297366), and bearing implant ar-513-be09 (lot 113601338a). To complete the procedure the surgeon implanted the following arthrex products: tibial tray, ar-513-t4 (lot 10060962) and bearing implant, ar-513-be16 (lot 113601340). The following additional information was obtained from patient medical records: records dated (B)(6) 2016: patient bikes, kayaks and does water aerobics and thinks she may have overdone it. X-ray findings left knee: prosthesis in place in proper anatomical alignment without rotation, loosening or stress shielding. Records dated (B)(6) 2017: patient has been having increased left knee pain. Aspiration fluid two months prior was negative for infection. Patient reported it felt like a tight band across her knee with throbbing and burning pain in the anterior tibia. Examination of the left knee demonstrated no swelling or ecchymosis. Palpation of the left knee demonstrated medical joint line and medial tibial plateau tenderness, but no lateral joint line tenderness and no pensanserine bursa tenderness. Mild effusion of the left knee was noted. X-rays show periarticular osteophytes and joint space narrowing.